Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and minimal calcification on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the inflow aspect and 6mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Sewing ring was cut at multiple sections around the valve. Wireform was exposed around leaflets 2 and 3 on the inflow aspect. Customer report of pannus overgrowth was confirmed through observed host tissue overgrowth. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 27mm pericardial aortic valve was explanted after an implant duration of 12 years due to pannus overgrowth. Patient had a native bicuspid valve. The explanted device was replaced with a new 27mm valve combined with a conduit valsalva graft which replaced the entire ascending aorta. After the procedure, the patient was noted as to be recovering well. The explanted device was returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An observational evaluation was performed by r&d on the valve as received. Mild to moderate host fibrous (pannus) tissue growth is evident on the outflow surface of the leaflets. The pannus tissue formed a thin whitish layer on the outflow surface of all three leaflets. The pannus tissue growth is more intense on leaflet 3 near the wireworm area. Some of the host pannus tissue appear to be removed during the explantation from commissures1 and 3 (from outflow view perspective) where the leaflets were likely fused by the pannus tissue. Moderate to severe pannus growth was observed on the inflow side of the valve. The thicker layer of pannus encroached onto the inflow surface of all three leaflets with more intense on leaflets 1 and 2. Small patches of hematoma were noted on both sides of leaflets 1 and 3. Moderate to severe calcification was depicted on leaflets 1 and 3 by radiography. The calcification on leaflet 2 appeared to be less intense with respect the other two leaflets. The host tissue growth and leaflet tissue calcification observed on this valve appear to be severe enough to cause the malfunction leading to its explantation. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. Tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. The root cause for the bioprosthetic calcification and its relationship with the pannus growth observed on this particular valve could not be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #(B)(4).